Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the reservoir was leaking to the tubing while changing it. Customer also reported that the print of the button had worn off, had rejected new batteries, and had to change batteries every 5 days. No harm requiring medical intervention was reported. The reservoir will not be returned for analysis.